Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4) FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months, 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient presented with non-radiating pleuritic chest pain. A chest x-ray showed the lvad pressing against the thoracic cavity. The patient experienced no recent pulsatility index (pi) events, lvad alarms, or implantable cardioverter-defibrillator (ICD) firings. The origin of the pain was internal and felt to be related to the lvad hitting the patient's ribs. The patient was reported to be slightly limited but was able to function before discharge. Pain management was planned because no other way to treat the pain was found besides device explant. Oral ibuprofen was given every eight hours as needed.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No additional information was provided. Although no specific adverse events or device related issues were reported, the heartmate 3 left ventricular assist system IFU contains information regarding these situations and outlines the considerations for pump placement. No further information was provided. The manufacturer is closing the file on this event.